Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead dislodged. The lead was unable to be fixed. The lead was removed and replaced. The patient's condition during and after the procedure was stable.